Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage and drive support cap was damage. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with cracked/broken off end cap. Unable to perform rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement tests due to cracked/broken off end cap. Drive support disk was inspected and no anomaly was noted.